Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right atrial lead had dislodged and a revision procedure was scheduled. At the procedure the physician felt that the right ventricular lead may dislodge if this ra lead was manipulated too much, and therefore, he implanted a new ra lead and then explanted this lead. No adverse patient effects were reported. The lead will not be returned as it was inadvertently discarded. As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided. The event and explant dates do not make sense so they were left off of this report.